Event description:
Healthcare professional reported via regulatory agency side unspecified silicone perspiration and capsular contracture, baker grade 1. The device has been explanted..

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "silicone perspiration"